Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in his 70¿s (estimated 160/170 lbs) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered ventricular fibrillation (vf), cardiac arrest, and surgical intervention. The patient expired. During an ischemic vt case, the patient coded and passed away. The bwi representative reported that the patient had been in slow vt all night long, or "vt storm," before the procedure was started. They had mapped 4 different vt's, and had been burning for a few minutes, and then when they tried to re-induce the patient, the patient went into vt, and then the patient went into vf. The patient was then defibrillated then the patient went into pulseless electrical activity (pea). The team called code for the patient, and administered epinephrine, as well as another drug, but the bwi representative could not confirm further information. CPR was performed on the patient, and an impella lvad (left ventricular assist device) was implanted in the patient. The patient had coded for about an hour and the patient then passed away. Additional information was received on 6-sep-2022. The patient was very sick to begin with. He had a defibrillator. This was a rushed add-on procedure in the morning because the patient was in a slow vt all night, and no one informed the doctor. The physician was very upset when he came in that morning, no one had let him know that the patient was in slow vt. The physician has not indicated what the cause of death was, but he was aware of the state of the patient. The events leading to the patient¿s death were all reported on the call, the bwi sales consultant does not have additional details. The catheter should have been returned already as they returned all of the catheters they had at the account. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
G1. Manufacturer site email and g1. Manufacturer site phone were updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).